Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the "open button inoperative;" this condition had the potential to interrupt delivery. This condition was found upon power up. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with open button inoperative was confirmed during product evaluation. The root cause of the reported problem was determined to be main keypad defective. Appropriate action was taken to correct the reported problem by replacing the main keypad. Additional information: this is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.